Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 13 days postoperative to a single head suturing, suture dehiscence and wound infection was observed. Patient hospitalization was extended by 17 days due to the event - stationary admission for the treatment of suture dehiscence with vacuum pump.